Event description:
Staff report that when the physician was using the cytology brush, the handle fell off. The staff and surgeon involved in the event are very experienced and have used this type of equipment many times. They do not know why this event occurred. Staff report there was no visual defect to the equipment prior to use and that there was nothing that would have indicated it would not operate as expected. Staff report there was no excessive force applied to the device. No patient information was provided to this reporter for this event. Staff saved the device and packaging, which we are returning to the manufacturer for investigation and analysis.